Manufacturer narrative:
Method: a review of the manufacturing paperwork is being conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions: according to the gore excluder aaa endoprosthesis instructions for use, verify that the guidewire is within the contralateral leg hole of the trunk by rotating a formed pigtail catheter within the trunk, or by standard practice used to verify guidewire location.

Event description:
On (B)(6) 2011, the pt under went repair of an abdominal aortic aneurysm. The physician inadvertently implanted two contralateral leg components into the ipsilateral leg of the trunk-ipsilateral leg component. Two aortic extender components were implanted to occlude blood flow into the left leg. An unplanned femoro-femoral bypass using a vascular graft and an aorto-uni-iliac were performed. The pt tolerated the procedure.